Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that the surgeon side console (ssc) left eye was fully black. The csr confirmed that there was no backlight and display at all on the left eye. The surgeon was working on the second ssc. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with isi csr and obtained the following additional information: the reporter confirmed the system functionality was checked upon powering on the system as the hospital had experienced the problem with the fully black eye earlier that week. The system initially powered on without errors. To resolve the reported issue and to continue the procedure the surgeon used the 2nd console of the system. Upon csr arrival to the hospital the same day, the staff notified him about the issue and csr called technical support and followed their guidance. The surgeon intended to use the system as a dual console setup as the surgeon was training a fellow surgeon.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received the high resolution stereo viewer (hrsv) involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported failure was replicated. The unit was installed onto the test xi system and powered on. On startup, the unit did not show any signs of power nor connection. There were no prompts that indicated the unit powered on. This remained the same after five power cycles and 20 minutes of idle time. Upon visual inspection, the unit was in good condition.